Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures essenz hlm roller pumps, the event occurred in the united states. Through follow up communication it was confirmed that no error messages were displayed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that essenz hlm root vent roller pump was not working properly and stopped during procedure. There was no patient injury.